Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Therapy cable passed weight and failed safety. Kmt engineering evaluated the returned therapy cable and observed cable booted with no issues. Examining the main cable found small sharp bite marks on both sides likely caused by pet animal. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system."

Event description:
Service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.